Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used to dilate the colon near the anastomosis site during a colonoscopy procedure performed on january 19, 2023. During the procedure, the balloon popped before it was completely inflated. The balloon was completely recovered from the patient. The physician noted the possibility of a staple snagging the balloon during inflation. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event. ***additional information received february 09, 2023*** the customer reported the issue was caused by a staple being sharp on one edge and not a malfunction of the balloon. There was no injury to the patient and the balloon was fully retrieved on inspection after the procedure. The physician reports that he fully believes the issue was due to the staple, which was removed..

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used to dilate the colon near the anastomosis site during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the balloon popped before it was completely inflated. The balloon was completely recovered from the patient. The physician noted the possibility of a staple snagging the balloon during inflation. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.